Event description:
It was reported that oversensing and noise were noted post implant on both the atrial and right ventricular leads. The atrial port and the superior vena cava port are both plugged. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.